Manufacturer narrative:
Philips received a complaint on the patient information center ix indicating that the network connection to the central station failed. It is unknown if the device was in use at time of event, and there was no adverse event reported. Functional testing was performed by the philips remote service engineer (rse) and it was confirmed that the network connection failed on the piic, preventing information, including alarms from transmitting to the piic. The rse confirmed there was no failure to alarm alleged by the customer. The central station network cable was replaced to resolve the network connection issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty network cable. The reported problem was confirmed the device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the central station cuts off and no alarms are being raised anymore. The device was in use on patient at time of event, there was no adverse event reported.